Manufacturer narrative:
The product has been requested back for an investigation. In the absence of a returned product, an extended investigation has been performed. See manufacturer's device analysis results. The device mfg date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510k as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a "replace sensor" error message was received with the adc device. The customer was contacted by adc customer service and the customer indicated that due to the reported issue, they were provided either insulin, glucagon, and/or other medication by a healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that a "replace sensor" error message was received with the adc device. The customer was contacted by adc customer service and the customer indicated that due to the reported issue, they were provided either insulin, glucagon, and/or other medication by a healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.